Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During an arthrodesis procedure, a plating system was utilized to stabilize the sight. While tightening the screws, the tip of the driver fractured off into the screw head and could not be retrieved and was left inside the patient.